Event description:
The recipient was reportedly experiencing pain at the implant site due to device placement. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
(B)(4). The recipient is reportedly healing well and doing fine. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis test results revealed nitrogen above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.